Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00492 and 1627487-2011-00505. The pt received an scs system on (B)(6) 2009 for bilateral leg and buttock pain including an ipg, two percutaneous leads and two lead extensions. The original leads were replaced on (B)(6) 2010 due to alleged impedance issues (ref MFR report#s 1627487-2010-01485 and 1627487-2010-01801). It was reported that her stimulation coverage was ineffective following that replacement despite ongoing multiple reprogramming sessions. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken to remove the pt's percutaneous leads and leads extensions, and she was re-trailed with a surgical lead and two new extensions. F/u on the pt found that her surgical lead was permanently implanted on (B)(6) 2011 and effective stimulation was recaptured. At that time, her ipg was also replaced due to allegations of pocket heating (ref 1627487-2011-00490). No further complications were reported.